Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records for the were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ of the patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm)." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was complaining of rib cage pain where the pump sits on (B)(6) 2023. There was also a rubbing sound at that site of the pump. A computed tomography (CT) scan of their head on (B)(6) 2023 read that they had mild cerebral volume loss with mild chronic ischemic changes. There were no acute abnormalities seen in their brain. The patient's chest x-ray read that they had mild cardiomegaly and sternotomy wires with atrial appendage closure, as well as noting an automatic implantable cardioverter defibrillator (aicd) present. A large calcified granuloma was seen in the right lung but there was no evidence of acute airspace consolidation, pulmonary edema, or pleural effusion. The patient clarified that they only felt the sensation of chest pain when they were lying down and that their discomfort was not prolonged. A clinical visit was scheduled for (B)(6) 2023 and after the visit the patient still had random discomfort and was prescribed a lidocaine patch for pain management. The patient was to call if pain persisted, as there was no relief for current therapy as of (B)(6) 2023. They were scheduled for another clinical visit on (B)(6) 2023.